Manufacturer narrative:
Pump received with no button response due to flattened esc button dome switch. Inspected component on lcd connector and no unlocked connector noted. No frozen screen or unexpected beep/constant tone anomaly noted. Pump received with cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a constant beep and display screen was frozen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.